Manufacturer narrative:
(B)(4): conclusion: the service technician was unable to duplicate the customers reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 69 hour extended test using the customer¿s settings. The ventilator also passed ltv final test which includes many ventilation and alarm functions. The internal inspection did not reveal any abnormalities with the ventilator. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
The customer reported that a post arrest victim was on the ventilator and the ventilator would not ventilate. The patient was bagged for the rest of the transport and there was no patient harm.